Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, jamming occurred and clip was not fed into the jaws when the device intended to be fired on the blood vessel. It was unknown which firing of the device this event occurred on. There was no torquing or twisting of the device present. The device was not fired on something hard such as an existing clip. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Yielded jaw. The analysis results of the el5ml device found that it was received with a conforming clip latched in jaws and 1 pear shaped clip jammed underneath the advancer. This condition prevented the device from proper feeding of the clips. The jammed clips were removed from the device and in an attempt to replicate the reported incident; the device was tested for functionality. Upon firing of the device, the remaining 11 clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended. Please note as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It could not be determined what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.